Event description:
During laparoscopic bandcase procedure, doctor was using scissors forceps and jaws snapped and became loose. There was no injury to pt and jaws were still attached to forceps when instrument was pulled out. No other complication were noted.